Manufacturer narrative:
Reported devices not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Bad fixation "needle-suture." Needle is permanently tearing from the bread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 30 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 30 closed samples. Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.